Event description:
The customer reported that the battery won't charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery won't charge. There was no report of pt involvement. The unit was evaluated on site by a philips field service engineer and the reported symptom was verified. The control pca was replaced to resolve the reported issue.